Event description:
N/a

Manufacturer narrative:
Updated: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, medical device ¿ problem code and investigation conclusions) and h11. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse cleaned the connector on the executive processor board as a precaution. Dust removal from inside the equipment was performed. Operational checks were performed. The iabp was working properly.

Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that system error occured in cardiosave intra-aortic balloon pump (iabp). There was no impact on patients and no machine shutdown. The machine was switched to another machine.

Manufacturer narrative:
Updated fields - b4, e2, e3, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - g2.

Event description:
N/a.